Event description:
Clinical trial same case as MFR# 6000089-2007-00372. It was reported that the patient had a target vessel revascularization post index procedure. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 18 mm long, and 99% stenosed. The physician predilated the lesion prior to placing overlapping taxus express2 stents: a 2.75 x 20 mm, and a 2.5 x 8 mm. The patient received aspirin, plavix, metoprolol, and unfractionated heparin prior to the procedure, and bivalirudin and metoprolol during the procedure. Residual stenosis was 0%. The patient was discharged in stable condition 16 days later on aspirin, plavix, enoxaparin, fluvastatin, an ace inhibitor, and metoprolol. Four hundred and one days later, the patient returned for a 13 month study driven angiogram. The patient had high grade restenosis in the mid lad taxus stents. Balloon angioplasty was performed with both a 1.5 x 12 mm and a 2.0 x 20 mm balloon. Another manufacturers 2.5 x 28 mm drug eluting stent was then placed. The patient was asymptomatic. The patient was discharged one day later in stable condition. In the opinion of the physician, the tvr was possibly related to the taxus stent.

Manufacturer narrative:
A review of the manufacturing records for this particular batch namely (re-worked batch) found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. The root cause cannot be determined.